Manufacturer narrative:
H.6. Investigation summary: two 3ml integra syringes in opened blister packs from batch 9001855 (p/n 305270) were received and evaluated. It was observed in one of the syringes, the needle was retracted, and the syringe appeared to be manipulated. Therefore, only a limited evaluation could be performed with no defects observed. One syringe appeared to be manipulated but had the needle still attached to the hub and was visually inspected. The plunger rod was removed from the syringe and a small hole was observed in the stopper and was rejectable per product specification. Physical unused samples are required for leakage testing. The potential root cause for the leakage is associated with the molding process. The hole found in the stopper indicates it was not properly formed. No corrective actions are necessary based on the defective rate identified. Batch 9001855 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during use leakage occurs at the connection site with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: it was reported that there is leaking around the hub of the needle where it attaches to the syringe. Additional information received 2019-11-27 from customer: in response to your questions below: 1) no, I do not have the specific dates of these incidents. They occurred from early (B)(6) until mid (B)(6). 2) no serious injuries were associated with this problem. 3) there were no erroneous results. 4) the course of treatment did not change. 5) there was no exposure to blood or bodily fluid. 6) there was no medical intervention. 7) some doses of influenza vaccine were wasted as a result of the leakage problem. 8) yes, I have 2 faulty syringes available. The remaining faulty syringes were discarded by the nursing staff.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurs at the connection site with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: it was reported that there is leaking around the hub of the needle where it attaches to the syringe. Additional information received 2019-11-27 from customer: in response to your questions below: no, I do not have the specific dates of these incidents. They occurred from early (B)(6). No serious injuries were associated with this problem. There were no erroneous results. The course of treatment did not change. There was no exposure to blood or bodily fluid. There was no medical intervention. Some doses of influenza vaccine were wasted as a result of the leakage problem. Yes, I have 2 faulty syringes available. The remaining faulty syringes were discarded by the nursing staff.